Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/18/2019.

Event description:
The customer reported the touch screen unresponsive. There was patient involvement, but no one was harmed. The fse (manufacturer's field service engineer) remotely advised the customer to check the connections from the touchscreen to the user interface printed circuit board assembly to the power management printed circuit board, letting the unit run and get warmed up and retest. The fse remotely confirmed the touch screen is not freezing, and could not duplicate the issue. No parts were replaced.